Manufacturer narrative:
Four images and three videos showing the catheter were submitted to product performance engineering; however, no product was received. The returned images and videos appear to show a large kink in the shaft and the fixed curve catheter bent on the advisor paddle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported catheter entanglement and fracture could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, the advisor hd grid and the supreme catheter became entangled together within the fast-cath introducer. This resulted in fractures on the advisor hd grid and the supreme catheter. The devices were untangled inside the patient without any intervention. The fast-cath introducer was replaced, and the procedure was completed with no adverse patient consequences.